Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated from fallopian tube and perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and hydrosalpinx ("other injury(ies) or complication(s) please describe: left hydrosalpinx") in a 32-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included menorrhagia, endometrial ablation in 2005 and uterine dilation and curettage in 2005. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping on left side)"), pelvic pain ("pelvic pain") and allergy to metals ("symptoms of a nickel allergy"). In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 11 months 29 days after insertion of essure, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches"), alopecia ("hair loss"), cervicitis ("other injury(ies) or complication(s) please describe: chronic endocervicitis"), endometrial metaplasia ("other injury(ies) or complication(s) please describe:residual intact endometrium and demonstrates weakly proliferative features with ciliated cell metaplasia"), uterine fibrosis ("other injury(ies) or complication(s) please describe: submucosal myometrium with hyalinization and fibrosis") and pelvic adhesions ("other injury(ies) or complication(s) please describe: adhesions noted from the left fallopian tube and posterior uterine wall to the small bowel"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy to remove essure) . Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, hydrosalpinx, vaginal haemorrhage, migraine, alopecia, allergy to metals, fatigue, weight increased, cervicitis, endometrial metaplasia, uterine fibrosis and pelvic adhesions outcome was unknown and the dysmenorrhoea and pelvic pain had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dysmenorrhoea, endometrial metaplasia, fallopian tube perforation, fatigue, hydrosalpinx, migraine, pelvic adhesions, pelvic pain, uterine fibrosis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot number, concomitant medication, new events fatigue, weight increased, hydrosalpinx, cervicitis, endometrial metaplasia, uterine fibrosis, pelvic adhesions, and device monitoring procedure not performed added. Outcome for the events dysmenorrhea and pelvic pain updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated from fallopian tube and perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and hydrosalpinx ("other injury(ies) or complication(s) please describe: left hydrosalpinx") in a 32-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included menorrhagia, endometrial ablation in 2005 and uterine dilation and curettage in 2005. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping on left side)"), pelvic pain ("pelvic pain") and allergy to metals ("symptoms of a nickel allergy"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 11 months 29 days after insertion of essure, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches"), alopecia ("hair loss"), cervicitis ("other injury(ies) or complication(s) please describe: chronic endocervicitis"), endometrial metaplasia ("other injury(ies) or complication(s) please describe:residual intact endometrium and demonstrates weakly proliferative features with ciliated cell metaplasia"), uterine fibrosis ("other injury(ies) or complication(s) please describe: submucosal myometrium with hyalinization and fibrosis") and pelvic adhesions ("other injury(ies) or complication(s) please describe: adhesions noted from the left fallopian tube and posterior uterine wall to the small bowel"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy to remove essure) and surgery (hysterectomy (full), bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, hydrosalpinx, vaginal haemorrhage, migraine, alopecia, allergy to metals, fatigue, weight increased, cervicitis, endometrial metaplasia, uterine fibrosis and pelvic adhesions outcome was unknown and the dysmenorrhoea and pelvic pain had resolved. The reporter considered allergy to metals, alopecia, cervicitis, dysmenorrhoea, endometrial metaplasia, fallopian tube perforation, fatigue, hydrosalpinx, migraine, pelvic adhesions, pelvic pain, uterine fibrosis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had migrated from fallopian tube and perforated her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), alopecia ("hair loss") and allergy to metals ("symptoms of a nickel allergy"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, vaginal haemorrhage, migraine, alopecia and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.